Manufacturer narrative:
Results: two samples were returned for evaluation. Both units were tested for compliance and no deviations were observed. Testing of archival samples was conducted for compliance and no deviations were observed which could cause a needle retraction failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot # w9y38p8. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. The incident lot was manufactured on 17-nov-2016 and therefore, would be within scope of CAPA (B)(4). CAPA (B)(4) was initiated to determine the root cause associated with non-retraction of needle-stick complaints and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Refer to the referenced CAPA for related corrective and preventive actions. The CAPA is currently in the effectiveness phase.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 30 g x 1.5 mm bd microtainer contact-activated lancet did not retract after use and an employee stuck her right thumb. The source patient was tested for (B)(6). The results were (B)(6). The employee declined further testing/treatment based on the source testing.